Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was sent to the emergency room after experiencing syncope and loss of consciousness. An EKG (electrocardiogram) monitor revealed a heart rate between 20-30 bpm and no pacing spikes, and the device could not be interrogated. One day earlier during a follow-up examination, the device longevity was estimated at seven months. A temporary pacemaker was implanted and the device was explanted and replaced the next day. No further patient complications have been reported as a result of this event.